Manufacturer narrative:
The field service engineer (fse) spoke with the customer by phone and determined the probe rinse block was out of alignment and needed adjustment. The fse instructed the customer to adjust the rinse block and the customer reported the leak was resolved. (B)(4). Device eval: trouble shoot with customer by phone.

Event description:
The customer reported a leak of 0.5 ml of diluted blood on the counter in front of the coulter lh 500 hematology analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.